Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise. The health care professional (hcp) discussed that the episodes correlate to a medical procedure. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Corrected fields e1 initial reporter last name.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise. The health care professional (hcp) discussed that the episodes correlate to a medical procedure. No adverse patient effects were reported. At this time, this device remains in service.